Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l32924, implanted: (B)(6) 1994, explanted: (B)(6) 1995, product type: lead.

Event description:
The patient reported that the implant quit working. The patient was told it was due to where the leads were placed and that the ribs/ hips were breaking the leads. There was scar tissue as well. The lead was replaced. This occurred within three months of implant, (B)(6) 1994 and was replaced (B)(6) 2015. Indication for use included failed back surgery syndrome, and other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.